Event description:
Upon removal of the guide wire, it appeared to be stuck in a post-lateral branch, possibly lodged in some calcium. In trying to remove the guide wire, the coils unraveled and the tip separated. A snare device was used to remove most of the coils; however, some still remain in the patient.